Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a patient experienced a broken posterior capsule during implantation of a tecnis (B)(4). Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received when the intraocular lens (iol) was returned to the manufacturer. It was indicated that a vitrectomy was performed. (B)(4). Visual inspection of the iol at (B)(4) microscope magnification revealed that the lens has surface residuals (debris/particles) compatible with handling the lens in out of sterile environment. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.